Event description:
It was reported that there was a recent onset of increased short interval counts (sic), recorded t-wave oversensing (twos) post vsense and intermittent reduced rwaves. The physician may consider repositioning the right ventricular (rv) lead, but at this point nothing has been done except to change the rv lead sensitivity. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).